Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported the posterior capsule was cut by the laser during laser assisted cataract surgery. The procedure took sixty seven seconds due to different settings. The intraocular lens was placed in the sulcus. On one day post operative visit, the lens had shifted requiring the doctor to reposition it.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).